Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer clarifies that the had low blood glucose levels of 42 mg/dl on (B)(6), 2017 and had a paramedics called on (B)(6) 2017 for a low blood glucose level of 54 mg/dl. The customer did not clarify how they were treated for their blood glucose levels but by (B)(6). 2017 the customer's blood crusoe was 78 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 134 mg/dl at the time of the call, 54 mg/dl at the time of admission, and 78 mg/dl later. The customer used glucose to treat the lows. The customer experienced symptoms such as shaking, sweating, and acting funny. The customer was wearing the insulin pump during the incident. The customer does not believe their boluses for the mornings are correct. Troubleshooting was completed. The customer added that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer stated that they use their infusion sets for up to 5 days. The insulin pump will not be returned for analysis.